Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information was received from customer. The issue occurred during preparation for use while being used with the video processor. The intended unspecified therapeutic procedure was completed with a similar device with no surgical delay.

Event description:
It was reported the camera head had poor image quality. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found contact point corrosion, cable damage, and loose coupler. Based on the results of the investigation, it is likely that the following led to the malfunction: the contact corrosion had occurred on the actual device. Therefore, it is assumed that the image function did not function normally due to contact corrosion and "image failure" occurred. A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): chapter 4 usage warning: if the endoscopic images or functions are abnormal and return to normal spontaneously, the device may have already malfunctioned. If you continue to use the device, the abnormality may occur again, and the device may not return to normal. In this case, stop using the endoscope immediately and slowly pull it out from the patient. Continued use of such a device may cause injury to the patient, bleeding, or perforation. Olympus will continue to monitor the field performance of this device.